Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the integrated electro surgical unit (iesu) generator to resolve the reported issue. After replacement, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and on startup displayed error messaged m-02-3 then on instrument detection failed on all ports. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the user experienced difficulty activating monopolar energy. The customer received phone assistance from the technical support engineer (tse). The customer replaced the monopolar cable and instrument, but the issue persisted. Review of the site¿s system logs confirmed multiple errors reported on the integrated electro surgical unit (iesu) generator. No further information was provided. The procedure was completed with no reported injury.